Manufacturer narrative:
One cadd® cadd-legacy plus pump was returned for analysis. The customer's reported problem was "lec 1310". Visual inspection found the pump to be in fair physical condition with damaged housing. The event log revealed no evidence of the reported problem. Customer's pump displayed error code 1310. Ec 1310 was cleared from the pump. What caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd-legacy® plus pump had lec 1310. It is unknown if there was patient involvement.

Event description:
Additional information provided confirmed that there was no patient involvement.